Event description:
It was reported that the physician was unable to place a leadless implantable pulse generator (ipg) due to unacceptable pacing thresholds and inadequate sensing of r waves. The physician attempted to place a second leadless ipg but the same threshold and sensing issues were noted. A thrombus was found at the end of the ipg. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.